Event description:
International complaint coordinator reports one incident of pt reaction with the psn 150 dialyzer. Upon initiation of treatment, pt experienced respiratory difficulty, pruritus, and thoracic pain. Symptoms abated after pt was removed from the dialyzer. Treatment was continued with a ca 210 dialyzer and completed without further incident. No additional info provided at this time.